Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump has a blank display. Troubleshooting was performed. The display returned. The customer called back and reported a frozen screen but not completely blank. The insulin pump did not return.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or frozen screen noted. However, unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window and stained end cap sticker.